Event description:
It was reported that the attachment was broken. There was no patient involved. Additional information received upon evaluation stating that the bearings got detached.

Manufacturer narrative:
G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. H3: product analysis: evaluation of the device determined that the malfunction of broken attachment was confirmed. The likely cause of the failure could be due to detached internal tube bearing. It was also noted that the leg was slightly worn on the top and color band along with laser markings were faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.